Event description:
Pt received a 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad. Stent implant was successful. However, it was reported that approx 7 months post index procedure, the pt was re-hospitalized due to acute coronary syndrome. Investigator reported that the event was possibly related to the study stent. The pt is reported to be recovered. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (mi).

Event description:
Event date of previously reported acute coronary syndrome has been provided as (B)(6 ) 2011. Month and year only valid.